Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type ia endoleak and the type iiib endoleak events were unconfirmed with the medical records / images available for review. The surgical conversion event is confirmed based on still photos only. Procedure related harms and device, user, procedure or anatomy relatedness of this event could not be determined with the medical records / images available for review. However, procedure harms of intraoperative embolization to left lower leg, a left leg deep vein thrombosis and a left groin hematoma during the index procedure were identified as contributing factors. The final patient status was reported to be doing fine. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with strata."

Event description:
Still photos x 2 discharge summary: 10/23/2013.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata"

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, a type 1a and a type 3b endoleak with sac growth was identified. The physician elected to explant the stent graft to treat this patient and the patient was reported as doing fine. This event was reported to the FDA under the medwatch program. The medwatch reporting number is mw5090560.